Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that instrument was stuck together. Did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection revealed the universal stem insert handle and bullet tip stem inserter shaft assembled. Additionally, impaction marks were observed on the device connection area, leaving deformation patterns on its surface. Device had also signs of usage and no other anomaly was identified. Deformations observed can be traced to improper handling/care of the device such as impacting the device in unintended places or by other tools and hard edges coming in contact with the device in storage or during the surgical procedure. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test revealed the bullet tip stem inserter shaft jammed and unable to be disengaged from the universal stem insert handle. Potential cause can be traced to a component failure caused by the unintended impactions presented on the device that could have led to internal damage, or by a misaligned assembly. The overall complaint was confirmed as the observed condition of the universal stem insert handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
It was reported that instrument was stuck together. It did not happen during a surgical procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.